Manufacturer narrative:
They sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit would not display co2 waveform.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported bedside device was displaying "gas device error" using this gas unit. No co waveform were provided. S ervice requested: exchange. Service performed: exchange. Investigation result: the following vital information is not available: · water-trap maintenance records · gas settings on the bedside monitor. For example, if the screen layout on the bedside monitor is set to fixed mode, are the parameter settings properly configured? · verification of proper connection for the water trap and sampling line · location of the gas unit: permanent or frequently moved · if frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? · ac power cord securely seated. · are there any bents on the exhaust gas tube? · does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · does the error occur on all patients or only certain patient demographics? · what type of medical procedure were associated with the error? · is there adequate space behind the unit for the fan to operate properly? · are there any units placed vertically? If so, did customer orient the water trap according to manual's instruction? Gas unit was put into service on (B)(6) 2015. Service history shows in is an isolated incident. Nka repair center evaluated the gas unit in the test environment. The reported issue was duplicated. It was determined that sensor unit had failed. Per service manual, revision e, proper maintenance and operation is importantly to sensor's functionality. Due to limited information available regarding maintenance and operation, the root cause could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device.

Event description:
The biomedical engineer reported that the multigas unit would not display co2 waveform.